Event description:
The pt developed bladder neck contracture and the surgeon noticed that the suture was not absorbing. A re-operation was performed and the sutures were removed. The surgeon stated that other things including urine leakage and/or poor technique could have caused the bladder neck contracture.